Event description:
It was reported that during a system change from a pacemaker to an implantable cardiovascular defibrillator, the ventricular lead was noted to be "capped/not usable", and it was replaced. Follow-up with the physician's office did not yield any additional relevant information regarding this event. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.